Event description:
It was reported that during a laparoscopic appendectomy, the surgeon found an instrument error code on the generator and the blade would not work anymore without tissue effect. The blade was replaced and the procedure was completed. There was no patient consequence.

Manufacturer narrative:
Cracked blade. The analysis results found that the device was returned in good condition. The device was tested and was functional. There were no anomalies noted with the functionality of the device. It could not be determined why the device reportedly malfunctioned. The reported incident could not be recreated nor confirmed. While we were unable to recreate the event, we have documented the circumstances as they were reported to us.